Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. UDI: n/a as this product code is a bulk item. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ccp. The actual sample has not been received. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the product-release judgment record of the involved product code/lot number combination confirmed that there were not any anomalies in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that leakage occurred during prime of the involved cardioplegia delivery system. The product was changed out. The surgery was completed successfully. This event did not cause or contribute to an injury, even if temporary, or death. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section b2, to update section d4 expiration date, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. On the initial report the death box was inadvertently checked. Section b2 should be blank as this reported event has been deemed a product problem (malfunction). The actual sample has been returned. Visual inspection of the actual sample did not find any damage or other anomalies in the appearance. The blood channel of the actual sample was filled with colored saline solution, the blood outlet port was blocked, and then air pressure of (B)(4) was applied to the blood channel from the blood inlet port. No leakage was observed. The water channel of the actual sample was filled with colored water, the water outlet port was blocked, and air pressure of (B)(4) was applied to the water channel from the water inlet port. No leakage was observed. The blood inlet and outlet ports, after removed from the tubes, were subjected to magnifying inspection, and confirmed to have no deformity or other anomaly in the appearance. The air vent ports, after removed from the yellow caps, were subjected to magnifying inspection, and confirmed to have no deformity or other anomaly in the appearance. Review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the results of the investigation, any anomaly that could lead to leakage was not found in the actual sample. Since the details on the occurrence condition could not be confirmed and no anomaly was observed in the actual sample, the cause of occurrence could not be clarified.